Event description:
The pt called lfs alleging that their one touch ultra meter would power off during use. The pt described feeling dizzy, having a dry mouth,and blurry vision. The pt reported that they did not attempt to test while experiencing symptoms. They took their oral medication. Their family member took pt to the physician's office and a result of 297 mg/dl was obtained on the hcp meter. Pt was treated with insulin. The customer service representative confirmed that the batteries were correctly installed and the battery was replaced less than 1 year ago. The pt was walked through troubleshooting and the power issue could not be resolved. There is little info to suggest that the pt experienced injury or medical intervention due to the meter, since they did not attempt to test at the time of concern. The pt could not recall the last date and approximate time of testing. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt meter was replaced. Senior medical affairs specialist mailed a letter since the pt could not be reached.